Manufacturer narrative:
As of 09/09/2020 retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening. Refer to this report for further details.

Event description:
On the initial report received by aso on 08/14/2020 consumer reported the product caused rash and hives when applied. Consumer sought medical attention.